Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to unspecified malfunctioning of insulin pump. The customer experienced confusion and hyperglycemia treated with emergency medical services / ambulance / emergency room visit and manual injection/insulin pen and it was also reported that the customer was recently diagnosed with brain tumor. The event involved product(s) unk_ngp. Troubleshooting was partially completed and confirmed the intermittent malfunctioning of insulin pump. It was unknown whether the insulin pump was in use with 48 hours of the event and unknown whether the auto mode feature was active at the time of hyperglycemic event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_ngp.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.